Manufacturer narrative:
Unit received with missing segment/partial display, problem isolated to lcd board. Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify no delivery or motor error alarms due to missing segment. Motor passed motor test.

Event description:
It was reported that the insulin pump had no delivery alarm and motor error alarm. The customer's blood glucose was 190 mg/dl. The troubleshooting was not performed. The insulin pump will be returned for analysis.